Event description:
It was reported that the abutment fractured. The patient reported approximately 2 weeks ago that his bridge was loose. When the patient came into the office it was discovered that the abutment was fractured.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The reported devices were part of a bridge in tooth positions #7 & 10 a device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was performed for similar events and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product was identified. Complainant reported that the abutment fractured. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.